Event description:
It was reported that approximately three weeks after post-biopsy placement of a breast tissue marker, the pt developed an infection. The pt was treated with antibiotics.

Manufacturer narrative:
A full manufacturing review could not be conducted as the lot number is unknown; however, manufacturing reviews for the last two lot numbers sold to the customer were reviewed. The lots met all release criteria. No objective evidence was found to link the event with the manufacturing of this device. Two lot samples were returned for evaluation. The complaint investigation is inconclusive as the original sample was not returned for evaluation. No issues were identified with the lot sample during visual and functional evaluations. The definitive root cause could not be determined based upon the available info.